Event description:
It was reported that patient underwent an open colectomy procedure on (B)(6) 2024, and suture was used on the fascia. During the procedure, while suturing the facia during closure, the needle broke. Patients facia was heavily scarred and may have contributed to the needle breaking. Fragment was retrieved without any additional measures being taken. Another like device was use to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? What tissue was being sutured when the event (needle breakage) occurred? If retained, were there any patient consequences? Please specify. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6: component code: g07002: device not returned.